Event description:
The customer reported the system displayed an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found carbon tracks on the cathode cable connector inside of the x-ray tube. Ge representative cleaned and lubricated the connector. System performs as intended.